Event description:
It has been reported that one organon follistim pen® 2nd gen pen ii has been found experiencing leaking and unable to deliver medication during use. The following has been provided by the initial reporter: spouse reported that the pen misfired and wasted the follistim which is why they're needing a sooner refill. States that the plunger didn't retract and patient tried to pop out air bubble and while attempting to reset to 300 iu instead of 600 she was supposed to be injecting, medication shot out and wasted 475 iu.

Manufacturer narrative:
H.6. Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.

Manufacturer narrative:
The manufacturing location for this product is merck. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one organon follistim pen® 2nd gen pen ii has been found experiencing leaking and unable to deliver medication during use. The following has been provided by the initial reporter: spouse reported that the pen misfired and wasted the follistim which is why they're needing a sooner refill. States that the plunger didn't retract and patient tried to pop out air bubble and while attempting to reset to 300 iu instead of 600 she was supposed to be injecting, medication shot out and wasted 475 iu.